Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that this week was a nightmare and the patient used all the pads and continued washing clothes all week. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported a sudden return of symptoms. Stating they kept going and going and going and was going through pads like mad. Patient reported they had an accident at the grocery store and that was really, really bad. The patient was able to sync with their patient programmer while on the call and it showed stimulation was on program 2 at 3.0 volts and they were not feeling stimulation. Patient increased stimulation to 3.8 which was comfortable sitting, standing and walking. Patient was aware to decrease stimulation if it became uncomfortable. The patient was redirected to their healthcare provider if the issue didn¿t resolve. No further complications were reported or anticipated